Manufacturer narrative:
There were multiple medical device types. The information for each additional type is as follows: d.2. Medical device type: nqx, ooi, ozn there were multiple PMA/510k numbers: g.5. PMA / 510(k)#: k111860, k120138, k130470. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, there was an unspecified number of false positive samples on the max ctgctv2 assay. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument had "discrepant results." Customer reported that they witnessed discrepant results for patient samples while running the ctgctv2 assay. The customer instrument run database was provided to bd service and quality for further analysis which revealed evidence of the reader normalization being out of specification for some of the optics. A bd field service engineer (fse) was dispatched to the customer site where they performed reader renormalization and z-gantry robot calibration. The instrument was qualified for use without errors and the instrument meets bd specifications. This complaint is unconfirmed as the root cause was traced to a drift in reader calibration, no part or component failure was identified. Sample analysis consisted of the customer instrument database. Analysis by bd quality revealed evidence of reader normalization values out of specification. Review of the device history record for the instrument is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, there was an unspecified number of false positive samples on the max ctgctv2 assay.there was no report of patient impact.